Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the universal surgical manipulator (usm4) was not recognizing instruments. The customer tried to swap instruments on the usm4, kept getting an error message that it was not recognized. The customer restarted the system, replaced the drape on the usm4, used different instruments and reseated original instrument, but was still unable to get usm4 to recognize any of them. The procedure was converted to laparoscopy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, the 22020 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it kept failing instruments engaging tests, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the carriage strength and carriage friction tests failed on degree of freedom 8 (dof 8). The probable root cause of the reported issue can be attributed to a fault of the carriage motor stator within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via field service engineer (fse) service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that the first procedure was converted to laparoscopic because the arm was not working with ports placed. The second procedure was converted to laparoscopic prior to port placement and the decision was taken during first procedure to convert.

Event description:
Refer to h11 for follow-up information.